Event description:
Patient's mom called in stating patient's cadd legacy pump is showing an error. Showing "no disposable tubing." Believe the cassette that attaches to pump is causing the error of pinching/occluding the tubing not allowing infusion to run. She does not know the serial number for the cassette or pump. The patient's mom switched out to her backup pump with the same error. She was not at home to be able to try a different cassette. Mother was taking patient home to switch out cassette. Stated it would take approximately a total of 60 minutes to get home and mix a new cassette. Reviewed to monitor patient's breathing, side effects, and symptoms. With the half life of the medication patient should be ok for the 60 minutes. Reviewed if she notices any changes or prolonged period of time, take patient to the emergency room. We are sending the patient replacement pumps and cassettes same day. She will return the pumps once new ones are received and confirmed working. The pumps being returned. Serial numbers are (B)(4) and (B)(4). Dose or amount: 40ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.